Event description:
It was reported that an unknown object was seen flickering in the ostium of the left atrial appendage. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The 31mm wds was advanced and deployed in the laa. The closure device was not meeting position, anchor, size and seal (pass) criteria in the 45-degree view on transesophageal echocardiography (tee) imaging, so the physician decided to remove the watchman devices from left atrial appendage to exchange to a smaller size and was going to re-attempt the transeptal puncture through the septum. After removing watchman devices from laa, prior to recrossing the septum, an unknown object was noted to be flickering around at the ostium of the laa. The physician decided not to recross the septum and aborted the procedure at this time. The physician was unable to fully determined what the flickering object was. There was no patient complications reported.